Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was patient reported that they just had their ins implanted last month and now, since a week and a half ago, they felt the implant move an inch or so to the left and they feel it on their spine. Patient was anxious about the situation, and they stated they would feel a lot more pain on the site where the implant is. Patient also stated that they would feel the stimulation shift and the vibration not staying constant and it would cause them a lot of pain. Patient stated that they moved and have no managing doctor. Patient stated notifying a mdt rep from and they were advised to call pats and look for a rep that covers their location. Agent reviewed rep and hcp role. Agent sent an email to reps covering the area for visibility and sent the patient an email with physician listings.